Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an unk implantation time, oversensing with artifacts in the rv channel was reported. No deterioration in the pt's state of health was reported. The device was explanted.